Manufacturer narrative:
The fse reported the rp-cable data acquisition to motor controller was replaced. Ran pa as required and all tests passed.

Event description:
The customer reported that the ventilator went vent inop with pressure sensor failure occurrence. The customer reported there was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Event date: (B)(6) 2015. Conclusion / root cause: this is the old style data acquisition to motor controller cable. No further fi is required. Please reference CAPA (B)(4). This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported that the ventilator went vent inop with pressure sensor failure occurrence. The customer reported there was no patient involvement.